Event description:
This lead was capped and replaced with the same model lead. No reason was given. Attempts to obtain the reason have been unsuccessful. Should additional information become available, this event will be updated. On (B)(6) 2016 - per the patient's following physician, this patient was in a car accident and received physical trauma to the lead. He felt it was best to cap this lead and replace it.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.